Manufacturer narrative:
During follow up with the customer it was confirmed that no injury occurred, and also explained that when the patient went to stand up, in doing so "gave a good push" to the bed causing the bed to scoot "a little bit." The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the baxter maintenance records showed no previous performed preventive maintenance on this bed. It is unknown if the facility performed any other preventive maintenance on this bed. The customer replaced the break mechanism to resolve the reported event. Based on this information, no further action is required.

Event description:
A company representative - service personnel contacted technical service to report that the affinity 4 bed frame had an issue, alleges brakes are not holding and popping out of position. Alleges patient fell when attempting to get out of bed due to brakes. Popping out of position causing bed to shift. This occurred during patient use. It was reported that there was no patient/user injury or medical intervention with this event.